Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) but could not provide any examples as they did not remember. The differences were observed on (B)(6) 2025.the issue was escalated to next level support who reviewed the system performance in data management system (dms) andauthorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
On 13th may 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of the in vivo raw sensor data shows optical instability. This optical instability likely contributed to the inaccuracies observed. Dms data shows that the customer is still using the sensor by closure of this complaint with some variation in sensor values still present.the RMA was authorized to offer the user a sensor replacement. B4: date of this report 11 august 2025. G3: date received by the manufacturer? 11 august 2025. H6: type of investigation updated to 4121. H6: investigation findings updated to 3224. H6: investigation conclusions updated to 4315.